Manufacturer narrative:
(B)(4). Device received with blank display due to corroded electronic assemblies and corroded battery tube. Unable to perform displacement test, self test, and current measurements due to display anomaly. Device received with cracked case (battery tube), cracked case-corner of belt clip rails and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had crack on battery compartment. The customer¿s blood glucose level was 163 mmol/l at the time of incident. The customer reported that the reservoir lip ring was not damaged. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.